Manufacturer narrative:
We received one catheter as the faulty sample. It was visibly fractured above the wings of the ll hub, with the threaded portion missing. Microscopic examination of the broken ll hub revealed a fissured and jagged fracture surface. Further examination showed that the material had deformed in a twisted manner, indicating that the fracture resulted from excessive radial twisting and tensile force. It is important to note that the use of inadequate non-luer lock accessories can cause problems with the connection and is therefore inadvisable. The customer stated in the pir that alcohol-based disinfection was used and that the catheter was inserted for more than one month, (line inserted (B)(6)2025-pull (B)(6)2025), but regarding this the IFU states: do not expose alcohol, acetone or solvent based disinfectants or dressing sprays it is recommended that these catheters should not be used beyond 29 days. A review of the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing during production. In addition, tensile force and dimensional checks of the catheter and set components are performed on a random basis. Ll hubs are tested in accordance with iso 594 and are subject to 100% visual inspection. A review of vygon USA's complaint data indicates that this is the only reported complaint related to a broken and leaking catheter from lot 24e018d. Corrective action: based on the investigation, the fracture was caused by excessive radial twisting and tensile force. Additionally, since the catheter functioned as intended for more than one month before the issue occurred, we do not believe the defect is related to manufacturing. As a result, no further corrective action has been initiated by vygon germany gmbh quality management at this time.

Event description:
Nurse noted pic line was leaking at wings noted it was broken.line was pulled piv placed.

Event description:
Nurse noted pic line was leaking at wings noted it was broken. Line was pulled piv placed.

Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.